Event description:
Consumer indicated the tampon fell apart and left fibers behind which came out when she removed a subsequent tampon.

Manufacturer narrative:
Consumer did not return product samples for eval.